Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, during the troubleshooting with tandem technical support the customer reported experiencing a high blood glucose (315 mg/dl). The customer stated that it was due to not entering the full amount of carbs in the pump for the carbs consumed. The customer had delivered a correction bolus.